Manufacturer narrative:
Corrected section as of (B)(6) 2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-020 user's test strip had poor storage. Note 1: manufacturer contacted customer on a follow-up call on 19-mar-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated he currently still was experiencing symptoms. Customer had been hospitalized (B)(6) 2021. Customer's blood glucose test result when at the hospital was 296 mg/dl; the diagnosis was hyperglycemia and medication had been administered to lower his blood glucose. Customer had been discharged the same day and insulin had been increased from 10 to 20 units. Customer had tested using the true metrix meter and obtained a blood glucose test result of 294mg/dl fasting. Note 2: manufacturer contacted customer on a follow-up call on 22-mar-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call had been required. Customer had tested and obtained a blood glucose test result of 206mg/dl fasting using the true metrix meter. Replacement products were sent to customer. Note: 3: customer contacted manufacturer on on31-mar-2021 to inform customer is satisfied and wants to keep the original meter. Customer saw doctor on (B)(6) 2021 where he was diagnosed with diabetes. No additional medical attention was required and no symptoms were reported.

Event description:
Consumer reported complaint for e-2 error. Sister is calling on behalf of the customer. The product is not stored according to specification (kitchen). At the time of the call, the customer was currently in the ER due to symptoms of blurry vision and dry mouth. Sister stated she had contacted customer's doctor and had been advised to go to the ER. Sister stated customer's blood glucose test result when at the hospital had been 491mg/dl (fasting/non-fasting unknown).